Event description:
It was reported by the rep that the (11) 35lst and the (2) 355ld were used during a laparoscopic nissen procedure. It was reported that the seals continuously tore during the case and had to be replaced one after the other to complete the case. Pieces of the silicone seal were retrieved 2-3 times from the pt's abdomen. There was an extended or time of at least 30 minutes.